Event description:
It was reported that on (B)(6) 2026, a 29mm navitor vision valve was chosen for implant using a large flexnav delivery system. The patient underwent a pre-dilation of the valve. However, at that moment, the patient experienced hypotension and a blockage. Medication was administered to improve the blood pressure. The valve was inserted and deployed. Hypotension was noted again. Additional medication was administered, but the patient suffered a cardiac arrest. Cardiac massage was performed and the valve popped up. Attempts were made to resuscitate the patient with success. The patient passed away.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.